Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery there was a blood to water leakage. No consequence or health impact to patient. Product was changed out. There was about 4cc of blood loss. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 3, 2024. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additionally information from the clinical specialist indicates that this complaint had a blood to water leak occurred in the polymer fiber heat exchanger of the oxygenator during cardiopulmonary bypass. This was discovered after initiation of bypass and cross clamping of aorta when small amounts of blood were visualized in the oxygenator heat exchanger and the water lines leading to it. The water lines were removed, and a small drop of blood was noticed to leak from the heat exchanger every 3 to 5 minutes. The surgery was a coronary artery bypass grafting (CABG), and all the surgical bypasses were completed, and the cross clamp was removed before the oxygenator was changed out with a new oxygenator. This change out required 2 to 3 minutes of delay in circulation. There was no harm to the patient and the surgery was successfully completed. The patient completely recovered from the surgery. There was no harm to the patient as the pressures in the blood phase of the heat exchanger were always higher than the pressures in the water phase of the heat exchanger. Thus, the leak was always from blood to water and not from water phase to blood phase.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 648, 4315). The returned sample was visually inspected upon receipt with no visual anomalies noted. The sample was dissected and reviewed under magnification and a single hole with the single capillary was confirmed. To understand how the hole was created, a third-party sem (scanning electron microscope) analysis was performed (on a similar reported device). The hole in the capillary has features consistent with samples intentionally damaged by an electrostatic discharge (esd). Under sem, holes and cracks were observed. It was revealed to have smooth surface morphology with rounded, muted features, which is consistent with a polymer that has experienced softening or melting, consistent with thermal breakdown event under esd. There were no signs of either stretching (indicative of mechanical failure) or crazing (indicative of chemical failure). Simulated case setups were performed; however, tcv was not able to recreate the sequence of event(s) that led to the suspected esd event. Therefore, a definitive root cause of the capillary/he leak could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.